Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). One day post index procedure, transesophageal echocardiogram revealed the closure device had embolized into the left atrium. The patient was asymptomatic and referred to the surgical unit for closure device removal. No patient complications were reported.